Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they have been trying everything they can to find out if it will work better or not, pt said they put it on 53 but still leaks front and back this started 3-4 days ago, before this if they had any leaking they increased and that helped but it's not helping anymore. Pt said they put it on number 2 and then the doctor asked why they had changed it , put it back to number 1. Patient said their brother in law has been helping them with their equipment and 3-4 days ago pt's brother in law had used the equipment for an MRI. Pt requested assistance to use their equipment to make a change to their setting that may resolve the leaking. Worked with patient to try to connect to their settings and patient was able to communicate seeing a screen that pt describes as a baby (likely MRI mode is active screen) but could not tap deactivate when they tried, numerous times due to confusion trying to communicate with the patient and difficulty providing instruction the patient could follow. Pt said their equipment was not connecting there was no connection. After numerous tries, pss asked pt to call back once they have someone to help them.